Event description:
A report was received that the patient was experiencing severe pain. On examination, there was a small open sore approximately two millimeters that could be visualized on the ipg site superior to the left posterior hip. Symptoms were oozing, some yellow purulent discharge and redness at the site. It was believed that the infection was procedure related. The patient was started on prophylactic antibiotics. The patient underwent a procedure where the ipg pocket site was explored and irrigated. The patient was reportedly doing well postoperatively.